Manufacturer narrative:
The lot number was not provided and the complaint sample was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
An eye care professional (ecp) reported that a pt was diagnosed with a corneal ulcer. The pt had pain on (B)(6) 2013 and visited a doctor. The pain was still present the following day, so the pt went to another doctor. The doctor prescribed an antibiotic, a sedative, and an ointment. Prescribed treatment reported was flavin, adenine dinucleotide sodium. The following day on ((B)(4) 2013), the pt had severe pain, and returned to the doctor he had first consulted at the onset of pain. The ecp stated that the doctor diagnosed the pt with a corneal ulcer, and advised him to return to another hospital. A follow-up appointment was scheduled for (B)(6) 2013. Additional info received from the (B)(6) hospital doctor on (B)(6) 2013, states that the pt experienced severe redness, pain, and discomfort. A 3mm infectious corneal ulcer was identified to be centrally located in the left eye. A culture was confirmed by the (B)(6) hospital doctor to be positive for (B)(6). The pt's treatment is ongoing. Additional info was requested, but has not yet been received.